Event description:
Caller states she tested 6.6 inr and 2.7 inr on the coaguchek xs system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.